Manufacturer narrative:
Product analysis: analysis was performed and found the stylus tip was broken and did not work correctly, the stylus was replaced and calibrated. It was also determined at analysis that there was a cut in the power cable, the cores were visible, but the cable is working correctly. The media bay door latch and the cord bay latch were broken. The upper and lower bullets and the rear cover display latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector pin on the programmer was broken. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.